Event description:
Info received that the bed will not go into trend position. No injury reported.

Manufacturer narrative:
Located: bed found in bed shop. Found: hi/low head end of bed going down using siderail controls, but not when using manual trend lever. Cause: trend valve was stuck. Replaced valve to resolve this issue.